Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: ng, inratio: 3.9, lab: 3.0. Meter was done immediately after lab test. Pt was on prednisone and an antibiotic.

Manufacturer narrative:
Pt is taking prednisone and antibiotics. Pt current medication may affect coagulation and may lead to unexpected or inaccurate inr result. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2010, inratio: 3.9, reference: 3.0, mean: 3.45, confidence limits: 2.0-5.0. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No strip lot info was available. No product was expected to be returned. This issue will be subject to tracking and trending. Corrective action not required at this time.